Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to low pacing impedance and no sensing in bipolar mode, and mode switching due to noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6) 2011. (B)(4).